Manufacturer narrative:
Additional information: d10, g3, g4, h3. The evaluation of the returned device was completed, and the x-ray revealed that the cam assembly had not been activated, and two (2) stents were returned, both before the splay. Stent one (1) was outside the singulator while stent two (2) was inside the singulator. The trigger button motion was functioning as intended. The device was able to actuate all remaining positions and deployed remaining stents from the device. The device was disassembled and visually inspected. The injector¿s frontal components were found bent. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing internal procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing internal procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. A deformation was found on the right wing of the trigger button. The right trigger button wing and housing likely had unintended interference due to a manufacturing process. A review of the risk management file identified ¿left housing not correctly assembled onto right housing¿ as a potential failure mode. The resulting failure effects are ¿trigger inoperable¿ and ¿inability to implant;¿ however, the device was able to actuate all positions and deployed all stents. No other non-conformances related to the reported event were found. The device history record was reviewed for the specified lot. Barcode labels are applied after the tyvek seal is applied to the thermoform packaging tray. During final review of the contents and quality of the carton box, all barcode labels applied are scanned. The manufacturing inspection record revealed that unit contained all required labels. The thermoform packaging tray clearly shows signs that a tyvek seal was removed and the manufacturing inspection record clearly shows that ¿tyvek label 3¿ was applied and scanned. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified. MFR# reference: (B)(6).

Event description:
It was reported that upon opening the packaging of a trabecular microbypass stent system, the seal was missing from the tyvek lid. The report noted that the seal on both sides of the outer box were intact prior to opening box. There was no report of patient contact or injury. Additional information has been requested.

Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot, including relevant sterilization records, was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling was completed. Contamination is a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The IFU states that the sterility is assured if the tray seal is not broken, punctured or damaged until the expiration date; as such the device should not be used. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).